Event description:
It was originally reported to baxter (B)(4) that a colleague infusion pump had a battery issue. During a review of the pump's event history by baxter personnel, the reported condition was confirmed as a depleted battery alarm, which interrupted delivery. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.this device is a remediated pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a line through display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.